Manufacturer narrative:
The reported event was confirmed - cause unknown. One photo was received for evaluation where the tears and small holes were visible on the tubing where the leakage was present. Product labeling was reviewed for this investigation and was found adequate. DHR is unable to be performed as the lot number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer experienced issues with dignishield, specifically leakage caused by small holes approximately 6 inches from the insertion point. A new incident was reported today. The device had been placed on 2/18 at 09:28 in the cardiac unit. When the patient arrived in the ICU, staff observed leakage, and the tubing appeared to have a slash near the same location (6 inches down). The lot number was not available. The device was replaced, and no further issues were reported

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer experienced issues with dignishield, specifically leakage caused by small holes approximately 6 inches from the insertion point. A new incident was reported today. The device had been placed on (B)(6) at 09:28 in the cardiac unit. When the patient arrived in the ICU, staff observed leakage, and the tubing appeared to have a slash near the same location (6 inches down). The lot number was not available. The device was replaced, and no further issues were reported.